Manufacturer narrative:
(B)(4). No related complaint received with return of device. Final analysis found an insulation abrasion at 48.5 cm - 48.9 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed through analysis.